Manufacturer narrative:
A patients s1 lead was visible through the incision sight was reported to abbott. As a result, the patient's lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported the patients s1 lead was visible through the incision sight. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue.